Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was assessed and is being processed as part of a retrospective review of events, which was in response to MDR criteria re visions and ongoing process improvements. Analysis confirmed the customer comment of cable damage, its external pulse generator (epg) strain relief was broken and its cable was cut approximately 9 inches from the epg connector. It was noted that it was over two years old and therefore deemed at "end of life" and that its continuity tested ok and no intermittent connections were found. (B)(4).

Event description:
It was reported that the cables that were to be used with the external pulse generator were damaged and cut. The user indicated that the cables should last longer. The method used to sterilize the cables will be evaluated in order to determine if it could be a factor in the issue. The cables were returned to service. No patient complications have been reported as a result of this event.